Event description:
The septum of cap did not return to original position after disconnecting ivf/syringe during routine cap change. There have been 11 events since december 2011. Five events in september 2013, all on 1 unit, which does a significant number of blood production transfusion. No patients were harmed. In each case, the IV tubing was changed. We believe this is a matter for not flushing completely. Plan is to re-educate the staff. ICU medical is aware and willing to participate in any needed re-education. Photos are available. Products returned to ICU medical.